Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event ¿ ni, lot number, expiration date ¿ ni, initial reporter ¿ surgeon - ni, manufacture date ¿ ni.

Event description:
During an arthroscopic rotator cuff repair, the anchor inserter tip fractured into the patient's bone and was unable to be removed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
During an arthroscopic rotator cuff repair, the anchor inserter tip fractured into the patient's bone and was unable to be removed. There are no future plans to remove the fractured piece.